Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient's medical chart dated (B)(6) 2016 indicated the patient experienced a cerebrospinal fluid (csf) leak at the lumbar site. It was unknown if there was any impact to the patient. It was unknown if there was any medical intervention required to prevent permanent injury or impairment. Relevant patient medical history indicated that the indication for device use was cerebral palsy and back pain with leg pain (predominant location: leg). Additional information received from a healthcare professional (hcp) via a clinical study reported the notified date was 2020-nov-24. Additional information received from a healthcare provider via a manufacture representative reported the patient was receiving lioresal (500 mcg/ml at 150.17 mcg/day). It was noted the lumbar incision had mild fluctuant swelling but no infection during postoperative clinic visit on (B)(6) 2016. It was unlikely related to the device or therapy and related to the implant procedure. No actions were taken and the issue resolved without sequelae on 2016-nov-29. Additional information received from a healthcare professional (hcp)via a clinical study updated the relatedness to the implant procedure to possibly related. No further complications were reported/anticipated. Additional information received from a healthcare professional (hcp) via a clinical study reported on 2016-nov-29 the clinic notes did not indicate swelling at the incision site. No further complications were reported. Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that it was reported that the patient was unable to receive benefit from medication being administered in the pump. A catheter analysis was also performed by withdrawing from the cap (catheter access port) port in every replacement procedure. The pump and the catheter was replaced and it was unknown if the issue was resolved. There was no issue with the devices. The patient status was alive no injury.